Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-10350. Related manufacturer report 1627487-2019-10351. It was reported that the device system was not providing sufficient relief and patient had ineffective stimulation as a result. Patient elected to get a pain pump. A full device system explant is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.